Event description:
Mallinckrodt (B)(6) reports via e-mail four customer reported extravasation (s). This is 3 of 4. While CT diagnostic contrast media and or saline solution extravasated. IV access device, braun braunule pink 1.1 mm. Pt female, 69. Treatment with heparin. Pt is well. On (B)(6): mallinckrodt (B)(6) reports: CT abdomen with accupaque 300. Injection protocol flow 3.5ml for 100ml contrast and 40ml of saline, pressure limit 284. Approximately 20ml fluid extravasation.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.